Event description:
Reportedly, the item did not work for each case over a three month period. The device was screaming even when it was placed well away from injection site. It shows no ability to work in a sterile environment. Procedure: unk.